Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a zxr00 9.5 diopter intraocular lens (iol) was explanted due to a unspecified lens malfunction. The lens was replaced with the same model zxr00, but lower diopter of 8.0. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 08/24/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection with the unaided eye shows the product was cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the labeling was not reviewed because limited information on the product issue was received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.